Event description:
It was reported that the patient came to the emergency department (ed) with complaint of passing out. Review of the sholter monitor showed multiple second pauses. It was suspected the ventricular lead has noise. Isometrics were performed and led was reproduced. The lead noise observed caused inhibition of pacing. The lead was explanted and replaced. Lead will not be returned. The patient¿s condition was stable before, during, and after the procedure.